Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 12.6mm, vicm5 12.6, -06.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a same length, lesser power lens on (B)(6) 2021 due to refractive surprise. This resolved the problem. Cause of the event is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry product. Claim# (B)(4).

Manufacturer narrative:
Weight: unk ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# : (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5 12.6, -06.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive surprise was observed, the lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.